Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room. Technical services (ts) reviewed device data. Ts found there was undersensing on the right atrial channel after amplitude dropout. Far field oversensing was also observed. Ts reviewed an episode where eight rounds of anti-tachycardia pacing were inappropriately provided and one inappropriate shock was delivered to an atrial arrhythmia with possible rapid ventricular response. In addition, pacemaker mediated tachycardia episodes had been stored. Additional information from the field representative provided the patient was admitted to the hospital overnight after they presented to the emergency room. No programming changes were made at this time. The patient was advised to start anti-arrhythmic medication but refused. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room. Technical services (ts) reviewed device data. Ts found there was undersensing on the right atrial channel after amplitude dropout. Far field oversensing was also observed. Ts reviewed an episode where eight rounds of anti-tachycardia pacing were inappropriately provided and one inappropriate shock was delivered to an atrial arrhythmia with possible rapid ventricular response. In addition, pacemaker mediated tachycardia episodes had been stored. Additional information has been requested but was not provided at this time. This crt-d remains in service. No additional adverse patient effects were reported.